Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to sui and hematuria. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, and dyspareunia. It was reported that patient underwent a colonoscopy with random biopsies on (B)(6) 2008 due to external and internal hemorrhoids and diverticulosis. It was reported that patient underwent an umbilical hernia repair with small ventralex mesh on (B)(6) 2011 due to a very small defect with some incarcerated fat. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.